Event description:
Trident solid shell was impacted and dome hole inserted; however, when surgeon went to impact insert surgeon said it continued to "sit up". Surgeon checked acetabulum and was unable to see any tissue causing impingement. Used the insert trial which surgeon said "dropped in" decision to open a second identical insert and surgeon continued to find it difficulty to fully seat and impact. Eventually impacted insert.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.